Event description:
User received complaints from physicians that calcium was running to high in general. The user reran 7 patient samples and provided six examples in which erroneous results were generated. Patient 1, initial result 10.0 mg/dl, repeat 8.6 mg/dl. Patient 2, initial result 9.9 mg/dl, repeat 9.1 mg/dl. Patient 3, initial result 9.1 mg/dl, repeat 8.3 mg/dl. Patient 4, initial result 10.0 mg/dl, repeat 9.3 mg/dl. Patient 5, initial result 8.6 mg/dl, repeat 7.7 mg/dl. Patient 6, initial result 9.5 mg/dl, repeat 8.7 mg/dl. Customer stated she does not know whether any treatment was provided based on the calcium results or if any adverse events occurred. The field service representative determined the cause to be the water container, which needed to be replaced. He cleaned and decontaminated the water container, inspected the internal wash valve for the reagent probes and verified the water and detergent levels for the rinse mechanism. Performance tests were performed, which were within specification.